Manufacturer narrative:
Additional information was received on 5/13/2019 indicating the serial number for the replacement device on the right side was (B)(4), lot number 7684870. No additional information was received for the left side replacement device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female) patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc (l) and 350cc (r) and experienced bilateral capsular contracture baker grade iii (r) and baker grade ii (l). As a result, the patient underwent removal and replacement with mentor memorygel breast implants 400cc, catalog number 3504004bc (l) and 350cc, catalog number 3503504bc (r) on (B)(6) 2019. This report is for the left side.